Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The patient side manipulator (psm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The unit was tested on an in-house system, and failed on power up. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted incisional hernia eetp surgical procedure, a repeated recoverable fault occurred. The technical support engineer (tse) reviewed the system logs and found repeated 23021 error for universal surgical manipulator (usm) 1 ground switch. The customer rebooted the system with no change. The customer then disabled usm 1 and continued with the case as planned. The procedure was completed with no reported injury.